Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet reported a low blood glucose event and later reported a blood glucose of 189 after announcing dinner, and also sought to return the pump. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included complaint intake and review of device use and event details. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia reading following dinner and the prior low remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.